Event description:
On (B)(6) 2018, a 05-04 mm amplatzer duct occluder ii was chosen for implant. When the device was deployed, the second disc was not conforming due to a deformation. The device was resheathed and removed from the patient. Another device was not available to complete the procedure. The patient will be rescheduled in the future for further intervention.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the returned device met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.